Manufacturer narrative:
Occupation: occupation is lay user/patient. Product was requested for investigation. The customer had no more test strips left in the vial to return. The customer's meter was provided for investigation where it was tested using retention strips and controls. Testing results (qc range = 2.7 - 4.1 inr): qc 1: 3.5 inr, qc 2: 3.5 inr, qc 3: 3.8 inr. The retention test strips were measured with the returned meter with liquid qc of a high level. The obtained results were in the allowed range. No error messages occurred during investigation. Coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Relevant retention test strips (lot 391903) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of a discrepant inr result with coaguchek xs meter serial number (B)(4) when compared to a laboratory result using an unknown method. At 8:51 a.m. The meter result was 5.7 inr and at 1:00 p.m. The laboratory result was 3.6 inr. The patient did not seek medical treatment due to the meter result and his coumadin dose was not adjusted. The patients results were reported to the doctor. The patients therapeutic range is 2.0-3.0 inr and tests weekly. The patient is feeling stable. The patient experienced some bruising but did not seek medical treatment.